Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the esc and act button did not work. Customer blood glucose level was unknown. The device will be returned for analysis.